Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A replacement touchscreen was reported to have shipped to the customer. Multiple good faith efforts (gfe) were performed for further details regarding the event/resolution; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer regarding a philips respironics v60 ventilator indicating a touchscreen malfunction. Limited information regarding the clinical circumstances associated with the event was provided by the customer. It is unknown whether the device was in patient use at the time the issue was identified. No patient or user harm or injury was reported in association with the reported event. Per the remote service engineer (rse), device evaluation was performed with the customer. Recalibration activities were attempted; however, the touchscreen malfunction reportedly persisted. Based on the evaluation findings, a follow-up material order activity was initiated for replacement of the touchscreen (front bezel), and a customer quotation was issued. The investigation is ongoing.